Event description:
During a review of the patient's programming history, it was observed that a faulted systems diagnostic test occurred on (B)(6) 2006 which resulted in a setting change that was not corrected until a subsequent office visit. There were no reports of any patient adverse events as a result of the setting change.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.